Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/3/4 posterior lumbar interbody fusion (plif) for lumbar canal stenosis (lcs) - primary osteoporosis. It was reported that the cement has hardened quickly. The cement was mixed using a mixer. Attached the cement delivery guide in parallel. The cement delivery guide could not be lowered to the correct position, so it took time. Installation was completed in about 10 minutes after the cement mix, but at that point, hardening was confirmed and the product could not be refilled. A new set was opened and used, and the procedure was completed without any problems. There was no patient symptom reported. There were no further complications reported regarding the event.